Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the black box showed a user cancelled bolus warning. 0.798 units of the programmed 6.8 unit bolus was delivered. The delivered boluses in the history were calculated, and correctly matched the total daily dose bolus history. A 10 unit audio and 10 unit normal bolus were manually performed, and were accurately recorded in the bolus history and bolus total daily dose history correctly showed 20 units. The pump was run for 24 hours at a 2 unit per hour basal rate and at the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. No hypersensitive or stuck keys were found in the keypad. The complaint of the pump bolus totals calculating a greater than five percent discrepancy was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the bolus totals do not match. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.